Event description:
The customer reported via phone call that the customer experienced a hyperglycemia, hypoglycemia and diabetic ketoacidosis. Customer was treated with manual injection for high blood glucose level. Customer blood glucose level was over 574 and 32 mg/dl. Customer was treated intravenously for low blood glucose level. It was unknown about used insulin pump system within 48 hours of reported event. Troubleshooting was performed for high blood glucose readings and customer confirmed about not used of the minimed system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported having a low blood glucose of 32mg/dl a few days ago (B)(6) 2022 per sap for pump) due to long acting insulin. Customer treated the low with intravenous fluid. Customer also mentioned having a high blood glucose of 574mg/dl yesterday, (B)(6) 2022, that was related to a steroid injection. Pump was likely not used during the low, as customer was using manual injection with the long acting insulin. So, sensor and auto mode were likely not used. It was unknown if pump was used for the high bg event. Per customer, auto mode was not used for the high bg event. It was unknown if sensor was used for the high bg event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was missed and not completely correct in the initial and follow up reports. The corrected information has been provided in section b5 with this report. Information has been corrected which was incorrect in the follow up report. The corrected information has been provided in section b3 with this report. Information provided in the initial report in section h6 under health effect - clinical code :2364, health effect - impact code: 4644 was incorrect. The correct information has been provided with this report in section h6 under health effect - impact code: 4614.

Event description:
Corrected/missed event description: customer reported having a low blood glucose of 32mg/dl a few days ago (october 30, 2022 per sap for pump) due to long acting insulin. Customer treated the low with intravenous fluid (probably containing dextrose - so likely from paramedics or emergency room). Paramedics were called and she was taken to the emergency room. Customer also mentioned having a high blood glucose of 574mg/dl yesterday, november 2, 2022, that was related to a steroid injection. The high was treated with a manual injection. Pump was likely not used during the low, as customer was using manual injection with the long acting insulin. So, sensor was likely not used. Per customer, auto mode was not used for the low. Pump was used for the high blood glucose event. Per customer, auto mode was used for the high blood glucose event. So, per customer, sensor was used for the high. This case is for the high blood glucose of 574mg/dl on november 2, 2022. Low blood glucose event occurred on october 30, 2022 had been reported under report# : (B)(4).